Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was received at the manufacturing site for investigation. The preloaded insertion system for the lens was received. The plunger component was observed in the fully advanced position. The cartridge was observed correctly engaged into lower body of the pcb00 device. No assembly defect was observed on the insertion device. A visual inspection at 10x microscope magnification was performed. A portion of the lens (approximately half) was received. No further analysis was possible. The reported complaint issue could not be verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the devices were manufactured within specifications. The units were released according to specification. No non conformance reports were identified in the production order that were related to the reported complaint. A search of complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the manufacturing records review, analysis of the returned lens, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the implantation of an intraocular lens (iol), the lens flipped upside down in the eye. The lens was cut and removed, and replaced with another amo lens, different model. No further information was provided.

Manufacturer narrative:
Through follow up, it was learned that this event was an uncontrolled delivery, the intraocular lens (iol)touching the patient¿s eye and ended up flipped upside down in the eye. The iol was cut and removed from the eye. It was confirmed that there was no incision enlargement, no vitrectomy and no sutures were required. Also noted there was no patient injury post-op. All pertinent information available to abbott medical optics has been submitted.